Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is conservatively filed for a gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system (cds) was placed and was deployed. After removing gripper line without issues and after fully removing the cds from the steerable guide catheter (sgc) approximately 9-12 inches of what appeared to be gripper line remained sticking out of the hemostatic valve of the sgc. The gripper line that was on the table was inspected, it did not appear stretched or broken. The clip was secure on the leaflets, but due to mobility of the clip from the valve, a second clip was advanced to stabilize the first clip. After a few successful grasps, mr went up from <1 to 2+; thus, the decision was made to not implant the clip. The clip was removed. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.